Event description:
Patient reported she removed the pump and placed it in stop mode, changed the infusion set, and then when trying to use the pump, was unable to get out of stop mode. Patient stated she went to her diabetologist and they together tried to exit stop mode, but without success. Patient reported she changed the battery and the pump turned on but then went into stop mode and was no longer able to exit out from this mode. Patient alleges the issue is the buttons that don't work anymore. Patient stated the plastic that cover the side buttons has also come off. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).